Event description:
This report is to advise of a fracture noted during analysis.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed a fracture in the catheter tip 0.6¿ proximal to the distal tip. The catheter deflected in all directions when actuating the steering mechanisms, but no longer deflected in the correct shape and no longer met specifications, due to a bend and fracture in the tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this issue was determined to be a design/process issue.